Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was hospitalized due to renal embolism. During hospitalization the patient developed ventricular tachycardia and the "device did not discharge treatment." A request was made for "programming and to determine the reason for no discharge of treatment." The device remains in use and no patient complications have been reported as a result of this event.